Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the system and memory pcb assemblies. After replacing the system and memory pcb assemblies, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device has excessive noise in the ECG. There was no pt use associated with the reported event.